Event description:
A caller reported that the indicated battery charge of the pump dropped significantly by 40% in a short period of time. Low power alerts were present and the pump did not shutdown. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.